Event description:
During factory service testing, the device delivers less then selected energy. No patient involvement.

Manufacturer narrative:
The device has been received but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.